Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 1.44 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and no damage was observed . The reporter was unable to confirm what surgical task was being performed when the issue occurred or if the jaws were stuck closed prior to attempting to remove instrument. The instrument was not in strong grip mode at the time of event. There were no collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, force bipolar had dislocated jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Image associated with this reported event was submitted for review. A review of the provided image was performed by an isi failure analysis engineer, the instrument grip tang may be dislodged but could not be confirmed from the image. Additional information is being gathered to determine the contribution of the device to the customer reported issue.